Manufacturer narrative:
The lot number was not known; therefore, the device history record (DHR) was not reviewed. The sample was not returned for evaluation, therefore, the investigation is inconclusive. The current venaflo ii vascular grafts instructions for use (IFU) states: adverse reactions. Potential complications which may occur with any surgical procedure involving a vascular prothesis include, but are not limited to: disruption or tearing of the suture line, graft, and/or host vessel; suture hole bleeding; graft redundancy; embolic events, occlusion or stenosis; ultrafiltration; seroma filtration; swelling of the implanted limb; formation of hematoma or pseudoaneurysm.

Event description:
It was reported that a av access graft that was implanted 1-2 weeks, developed a golf ball sized seroma at the arterial end of the graft. This seroma was evacuated of clear white fiber and clots. After the drainage of the seroma, it returned and was evacuated again. More recently, the graft was reported to have clear fluid sweating through the graft wall. It was reported that the doctor treated the graft with fibrin glue. The graft was cultured and was reported to be "positive'", but it is unk what it was positive for. The doctor plans to remove the graft, but the date to remove it is unk. Attempts have been made to obtain additional information, but no response has been received to date.